Event description:
The catheter stopped connecting and failed to ablate. The catheter was removed and replaced with no reported harm. Manufacturer response for vascular catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).